Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and infection ('infection w/ IV antibiotics or hospitalization : yes') in an adult female patient who had essure (batch no. A45112) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion hospitalization). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'), embedded device ('imbedded into the lower uterine segment') and menorrhagia ('abnormal bleeding (menorrhagia)'). In a 28-year-old female patient who had essure (batch no. 838569), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: haemorrhage nos and uterine enlargement. Concomitant products included: formaldehyde solution (formalin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), (B)(6) day after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("expulsion into uterus"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (ablation and hysterectomy (full),with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, embedded device, device expulsion, bladder disorder, urinary tract disorder, migraine, headache and dysfunctional uterine bleeding outcome was unknown. And the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered bladder disorder, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, date(s) of insertion: 2010, (B)(6) 2011. Discrepancy noted, date(s) of removal: (B)(6) 2012. Left coils: 6, right coil: 5 (as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, dr. Said the tubes were blocked. Impression: essure devices in place with no tubal filling or spill demonstrated. Pathology test: on an unknown date, specimen: uterus with cervix . Procedure: hysterectomy. Specimen received: in formalin. Specimen integrity: intact. Concerning the injuries reported in this case, the following events were described in medical records: imbedded into the lower uterine segment and expulsion into uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: new event: imbedded into the lower uterine segment, expulsion into uterus and dysfunctional uterine bleeding added. Case became medically confirmed. Reporter information were added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure (batch no. 838569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy and dysfunctional uterine bleeding. Surgical pathology report: specimen: uterus with cervix . Procedure: . Hysterectomy. Specimen received: in formalin. Specimen integrity: intact. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included menstrual disorder, genital bleeding, hypertrophy of uterus, uterine adhesions, uterine cervical squamous metaplasia, adhesion, haemorrhage and uterine enlargement. Concomitant products included formaldehyde solution (formalin). In 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation and hysterectomy (full),with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2010, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-dec-2011: dr. Said the tubes were blocked impression: essure devices in place with no tubal filling or spill demonstrated.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 838569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy and dysfunctional uterine bleeding. Surgical pathology report: specimen: uterus with cervix . Procedure: hysterectomy. Specimen received: in formalin. Specimen integrity: intact. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included menstrual disorder, genital bleeding, hypertrophy of uterus, uterine adhesions, uterine cervical squamous metaplasia, adhesion, haemorrhage and uterine enlargement. Concomitant products included formaldehyde solution (formalin). In 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation and hysterectomy (full),with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs+mr received. Lot number received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes,dysmenorrhea (cramping),migraines / headaches, dyspareunia (painful sexual intercourse), pain were added. Case becomes valid. Outcome for events were added. Concomitant conditions, drugs and historical drug added. Lab data added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report